Event description:
It was reported the flex video scope had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the complaint investigation. The device was returned to olympus for inspection. Based on the results of the investigation and because the reported event could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The device was not returned to olympus for inspection.

Event description:
It was reported the flex video scope had a blurry image. There were no reports of patient harm.